Manufacturer narrative:
(B)(4).

Event description:
Reported as "delayed unwrapping". The report further states, "ccl rn called to report delayed unwrapping of iab. They had initiated therapy and noted the distal "1/8th" of the iab was still not fully unwrapping after approximately25min. They are not receiving alarms. Iab inserted via right femoral artery. No anatomical restrictions noted and tip between 2nd and 3rd intercostal on fluoroscopy. Manual inflation discussed and before md could attempt, iab visualized unwrapping fully under fluoroscopy. Time from placement to full unwrapping was approximately 30 minutes with therapy running during that time. Therapy otherwise appropriate and patient remained stable". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The blad-der was fully unwrapped. The teflon sheath was noted on the returned iabc. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0064in and was within specification of pro-cess document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's cen-tral lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was connected to an iabp using a lab inventory 50cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "delayed unwrapping" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. Other remarks: n/a corrected data: n/a

Event description:
Reported as "delayed unwrapping". The report further states, "ccl rn called to report delayed unwrapping of iab. They had initiated therapy and noted the distal "1/8th" of the iab was still not fully unwrapping after approximately25min. They are not receiving alarms. Iab inserted via right femoral artery. No anatomical restrictions noted and tip between 2nd and 3rd intercostal on fluoroscopy. Manual inflation discussed and before md could attempt, iab visualized unwrapping fully under fluoroscopy. Time from placement to full unwrapping was approximately 30 minutes with therapy running during that time. Therapy otherwise appropriate and patient remained stable". No patient harm or injury. The patient status is reported as "fine".